Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was requested for talyst trigger, the device was expected to send a talyst trigger; however, talyst did not receive the trigger for the scheduled 4:00 pm fill. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist (tss) confirmed that the customer reported the device was working properly, there were no issues with the device. The system functioned as intended.